Event description:
It was reported by a physician that a patient has reported a "uti" post greenlight procedure. Patient has been admitted to the hospital. Additional information was not reported; there is no further information at this time.